Manufacturer narrative:
Section d10 references: product ID 37791 lot# serial# unknown implanted: explanted: product type recharger product ID 3387s-40 lot# serial# va275sc implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported the circumstances that led to the shocking sensation was it starting after they fell and hit their head on a coffee table. If the patient touched the side of their head above their left ear and touched the wire, they got a shocking sensation down their left arm. The same thing happened if their head was on the pillow while lying on their left side. The patient could reach around with their right hand and touch the same spot and it still happened. The issue hadn¿t been addressed or resolved but the patient wanted them to take another look at the MRI at the wire above the left ear.

Event description:
Information was received from a patient regarding an external device. The caller stated that the recharger antenna is " shot " ( damaged ). The caller also mentioned that the patient is needing a MRI. Patient services (pss) reviewed MRI compatibility with the caller and sent the MRI eligibility form to them. The caller also stated that the patient has two different programs and when they turn program " a" on they get a shocking sensation. The caller stated that the shocking sensation happens all the time while on program "a" , and stated that this has never happened before. The caller stated that they settings are about 6 on the left and 6 on the right. Pss suggested the patient can turn the settings down prior to turning the implantable neurostimulator (ins) off. Pss redirected the caller to the healthcare provider (hcp) to further investigate the issue. The caller mentioned that they see the programmer after the MRI and will follow- up then. Pss sent an email to repair to replace the recharger antenna.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 37791 ; product type: 0213-recharger; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.